Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the batteries are functionless and does not work. No further information was provided. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation of the batteries had shown the fuse and three cells are defective. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. A possible cause can be an incorrect operation, or an early failure of the part.